Event description:
At the age of (B)(6), I had breast implants put in my body. I was fine for years. I didn¿t start feeling any symptoms until about 10 years ago (B)(6). For the past 5 it has greatly increased. I gained 40 pounds and no matter what I did , it wouldn¿t come off. I lost handfuls of hair every time I washed it. My brain was so foggy I couldn¿t even think of what I wanted to say. I could remember anything. I felt like a tv on the static channel. My back hurt so badly, I couldn¿t sleep through the night ever! I was very irritable all the time because I felt so ill. I would cry all the time for no reason at all. I would not be able to stay awake past 7pm. My body would literally shut down. My eyes burned all the time and had a yellow tint to them. I felt like I was walking around with one of those heavy blankets they put on you at the dentist to take an x-ray. All these things going on and going to doctor to after doctor to be told it¿s all in my head and nothing is wrong with me. I would come out every single time in tears feeling like a hypochondriac. I started seeing a natural doctor to help with my back pain because I did not want to be on medication. He did a thermogram about 5 years ago. He discovered I had a thyroid problem and was treating me for that. I felt better for a little while but it would come right back. I did 2 more of these over last several years but the last one showed I had much more than a thyroid problem. There was so much inflammation behind my implants and he told me he thought I had mold /fungus growing in my body caused by the implants. He told me I need to get them out right away. I started really looking into it and saw how many women have had every single symptom I had, got their implants out, and all of it went away. I read thousands of women¿s stories. Some were not as bad as me , some were far worse. Some were already bedridden before they discovered their implants were making them ill. I finally found a doctor who was very open-minded within my insurance¿s network and he ran every single test I asked him to. Turns out I have lupus, hashimoto¿s and heavy metal toxicity. All causing me to have the worst days of my life! Some days I couldn¿t even function. I had a few episodes where I couldn¿t walk, talk or breathe. They happened in front of my kids and they were all scared to death. Finding a surgeon who believes in breast implant illness is a whole other mess. I did phone consultations and in-person consultations. When I would say there are tens of thousands of women that have figured out they are sick because of them, I would get laughed at and told that¿s an ¿insignificant amount of women¿. The sad part is, most of have not figured out what¿s making them sick so there are far more than we know. I had them removed a little more than 3 months ago. This scar tissue capsule had to be scraped from my ribs and taken out entirely. If it wouldn¿t have been done this way, all of those toxins from my implants would have remained in my body. The day of the surgery, the brain fog pretty much disappeared. I still search for a word every once in a while but nothing like before. I have a clear mind and the world seems so much brighter! I sleep through the night comfortably every night now. It had been soooooo long since I was able to do that and it feels incredible! I was being poisoned! I had them sent to pathology because the type I had were cancer-causing. When I got them back, they had nasty particles floating in them (which means bodily fluids were going in and out), white calcification on them and yes, mold . My implants were mcghan, textured saline implants put in my body in 1997. You, the FDA, have a huge moral and ethical responsibility here! I posted a similar summary on (B)(6). You wouldn¿t believe how many women like, love, and shared it. Even crazier is how many women sent me private message saying they have the exact same thing going on!